Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06-dec-2017 with the following findings:. During investigation, the black box and alarm history shows evidence of recorded alarms however, pump was running on incorrect year of 2007 for duration of black box. An alarm was reproduced on the bench for the testing purposes; the pump gave the appropriate sound and displayed the correct message on the screen. The alarm was accurately recorded in the pump history. Alarm history found to be recording properly. Unable to duplicate the complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was alleged the "alarm record is showing that there are no alarms in the history." There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there was an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.